Event description:
Doing robotic hysterectomy, fenestrated bipolar forceps from da vinci instrument set #6 failed - frayed wire. Part # 471205 ver 17, lot# k14240327 0398. Instrument replaced to complete case.